Event description:
Developed redness and swollen lumps like hives or blisters on my neck today [blister]; developed redness and swollen lumps like hives or blisters on my neck [erythema]; developed redness and swollen lumps like hives or blisters on my neck today [local swelling]; developed redness and swollen lumps like hives or blisters on my neck today [urticaria]. Case description: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient used the product for about 4 hours then later in the evening developed redness and swollen lumps like hives or blisters on her neck on (B)(6) 2016. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event blisters as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure associated with device use. The other events erythema, local swelling, and urticaria are assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event blisters as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure associated with device use. The other events erythema, local swelling, and urticaria are assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Event verbatim [preferred term] developed redness and swollen lumps like hives or blisters on my neck today [blister] , developed redness and swollen lumps like hives or blisters on my neck [erythema] , developed redness and swollen lumps like hives or blisters on my neck today [swelling] , developed redness and swollen lumps like hives or blisters on my neck today [urticaria]. Case narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient used the product for about 4 hours then later in the evening developed redness and swollen lumps like hives or blisters on her neck on (B)(6) 2016. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (01-jun-2016): follow-up attempts are completed. No further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: added onset date of events and device age. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event blisters as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The other events erythema, local swelling, and urticaria are assessed as non-serious. A causal relationship between the device and events cannot be ruled out.

Event description:
Event verbatim [preferred term] developed redness and swollen lumps like hives or blisters on my neck today [blister], developed redness and swollen lumps like hives or blisters on my neck [erythema], developed redness and swollen lumps like hives or blisters on my neck today [swelling], developed redness and swollen lumps like hives or blisters on my neck today [urticaria]. Narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient used the product for about 4 hours then later in the evening developed redness and swollen lumps like hives or blisters on her neck on (B)(6) 2016. The outcome of the events was unknown. According to product quality complaint group: summary of investigation: this investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8 hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed. The lot number is unknown.the sample had not been received by the site. Follow-up (01-jun-2016): follow-up attempts are completed. No further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: added onset date of events and device age. Follow-up attempts are completed. No further information is expected. Follow-up (15apr2020): new information received from a product quality complaint group included: investigation results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event blisters as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The other events erythema, local swelling, and urticaria are assessed as non-serious. A causal relationship between the device and events cannot be ruled out. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Summary of investigation: this investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8 hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed. The lot number is unknown.the sample had not been received by the site.